Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving shocks. Review of stored electrograms revealed noise on the right ventricular lead resulting in inappropriate shocks. No intervention or patient symptoms were reported.